Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 375 mg/dl while wearing the pod between 24 and 36 hours. The patient's cannula was found bent when removed from the infusion site (abdomen). For treatment, changed pod, drank water and walked around.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned timeouts in pulse widths during run time, although the device was able to function properly after the timeouts occurring. Inspection of the device found no bends or kinks in the soft cannula. The front and rear sma wire resistances were measured high, although it cannot be conclusively determined this contributed to timeouts in pulse widths occurring. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.